Event description:
The customer contact reported a leak of chemotherapeutic agent. The tubing set was being used to administer 5fu. After an unspecified length of time, the pt "found some liquid on his bed sheets." It was noted that the tubing set leaked "just under the spike of the set." The tubing set was replaced and the infusion was resumed. There were no reported adverse effects to the pt or the clinician. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to harzardous contamination the device will not be returned for testing and investigation. Affiliate was contacted and information on reprocessin of the device was requested. No response has been received.